Event description:
The customer reported that there was smoke coming from the integra 400 plus instrument. Two laboratory employees were present when the issue occurred and these employees were not adversely affected. The service engineer went to the site and found that the instrument was shut down by the customer. It was determined that the power supply of the instrument had gone bad. The power supply was replaced. After replacing the power supply, the instrument was switched on and it went into standby without any alarms. An air/water calibration was performed along with other diagnostic checks. The instrument was found to be ok. Controls and samples were processed; the results were found to be satisfactory. Based upon information provided for investigation, the most likely cause of the power supply failure is due to a failed planar winding. Upon review of photographs of the affected power supply, it can be seen that part of the planar winding was melted and discolored black. This is likely what caused the smoke. All parts and plastics of the power supply are ul rated accordingly. There was no imminent danger of fire related to this power supply failure. A newer version of the power supply has been introduced.

Manufacturer narrative:
This event occurred in (B)(6).